Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The sales representative was present and observed the procedure. The need to avoid the inguinal ligament was discussed. The device insertion site was about 1.5 cm below the inguinal crease with a depth of about 3-4 cm into the femoral vein. Access at the skin was made at about a 45-50 degree angle. The femoral artery crossed over the top of the vein distal to the insertion site.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported by a representative of (B)(6) that on (B)(6)2023 the wire guide in a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set (rpn: (B)(4) lot#: 14761398) separated. The device was being placed in the patient by the junior resident ("jr"). The device insertion site was about 1.5 cm below the inguinal crease with a depth of about 3-4 cm into the femoral vein. Access at the skin was made at about a 45-50 degree angle. The puncture to the vein was made during the first pass and the wire guide was inserted via seldinger technique. The needle was then removed, and ultrasound was used to verify the wire guide position. The wire guide was easy to retract and railroad. A 12mm dilator was inserted over the wire guide about 40% with a corkscrew motion and resistance was experienced. No further dilation was attempted, and the dilator was removed. During attempted removal of the wire guide, resistance was experienced, and separation of the inner wire was noted. The outer wire coiling was intact. As a result, the wire was secured in the patient, then the patient was transferred to interventional radiology for device removal. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14761398 and the related subassembly lots revealed no related non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrmau_rev1] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: precautions: do not cut, trim or modify catheter or components prior to placement or intraoperatively. Instructions for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide -10cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided: breakage may result. 8. Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered from a review of device master record, product labeling, and device history record, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that the wire guide was damaged during or after insertion, and the attempted insertion of the dilator then fractured the guidewire. However, cook is unable to confirm this without physical evaluation of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide in a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set separated. The device was being placed in the patient by the junior resident ("jr"). The puncture to the vein was made during the first pass and the wire guide was inserted via seldinger technique. The needle was then removed, and ultrasound was used in longitudinal and horizontal views to verify the wire guide position. The wire guide was easy to retract and railroad. A 12mm dilator was inserted over the wire guide about 40% with a corkscrew motion and resistance was experienced. No further dilation was attempted, and the dilator was removed. During attempted removal of the wire guide, resistance was experienced and separation of the inner wire was noted. The outer wire coiling was intact. As a result the wire was secured in the patient, then the patient was transferred to interventional radiology for device removal. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated five lumen central. Venous catheter set. E1 - customer (person): phone: +(B)(6), postal code: 3004. E3 - occupation: associate nurse manager, ccrn g4 ¿ PMA/510(k) #: k081113. This device (c-uqlm-1001j-rsc-abrm-hc-rd-au) is not cleared for sale in the us; however, c-uqlm-1001j-rsc-abrm-hc-rd is a similar device that is sold in the us. Therefore, the product code and the 510(k) provided in this report correlate to the device sold in the us. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.